Event description:
A report was received that a patient is having difficulty charging following a lead and battery revision surgery. The physician discovered that the patient's pocket was too deep and revised the pocket. The pocket was not relocated, it was just made more superficial. Nothing was implanted or explanted. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.